Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd solomed¿ syringe barrel/flange was damaged. The following information was provided by the initial reporter translated from portuguese to english: complaint 1: "when I go to apply the medicine, the needle doesn't pierce the customer's skin, this has happened 3 times." Complaint 2: "there is a unit of medicine in which the syringe is missing its bevel." Complaint 3: "there is a hole in the body of the syringe. The product was sold and the customer returned to the drugstore reporting that the moment he aspirated the product, he noticed the hole in the syringe." -- couldn't able to identify which batch affected in report there are 8 batch numbers found clarification is asked to customer --- which batches refer to each complaint reported below? Lot :2265796 - "there's a hole in the barrel of the syringe. He reported that he sold the product yesterday and the customer returned to the drugstore reporting that at the moment he aspirated the product, he noticed the hole in the syringe." Lot - 2290635 "when I go to apply the medication, the needle does not pierce the client's skin, the fact occurred 3 times." Lot - 2290639 "it has a unit of the medicine in which the syringe is without the bevel." How much product is affected for each claim? As described in the report, 4 units are involved. Was the reported incident noticed before, during, or after use in the patient? Called (B)(4): at the time of application. Called (B)(4): before use. Was there any harm to the patient/healthcare professional? As detailed in the statement, there was a loss of medication due to inadequate needles and consumer dissatisfaction. We also cannot rule out the possibility that the consumer does not have another product/syringe at the time to exchange, and delays the patient's treatment. How much product is affected for each claim? 1 unit. Was the reported incident noticed before, during, or after use in the patient? During patient use. Was there any harm to the patient/healthcare professional? As detailed in the statement, there was possibly a loss of the product and it was necessary for the client to travel the next day to change the medication, causing dissatisfaction and delay in the patient's treatment. Which batches refer to each complaint reported below? Call (B)(4): it is not possible to confirm exactly which batches of syringes are involved in the diversion, only that it is among the batches quoted in the table. Since, the product of the complaint in question used several batches of syringe and the customer's sample was not forwarded for evaluation. Called (B)(4): the customer's sample was forwarded, being lot no. 2290639. >>> complaint 3 (#(B)(4)): "there is a hole in the body of the syringe. The product was sold and the customer returned to the drugstore reporting that the moment he aspirated the product, he noticed the hole in the syringe." - batch: 2265796 - how many product is affected for each complaint? 1 unit. - was the reported incident noticed before, during, or after use in the patient? During patient use. - was there any harm to the patient/healthcare professional? As detailed in the statement, there was possibly a loss of the product and it was necessary for the client to move the next day to change the medication, causing dissatisfaction and delay in the patient's treatment. Information received on 27mar2024.

Manufacturer narrative:
Photos received for investigation. Through visual inspection, barrel appears crushed and needle point is displayed with no bevel, therefore the incident is confirmed. Furthermore, a device history record review for the needle incident showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. A device history record review found maintenance records related to the damaged barrel. Possible root cause for crushed barrel is a result of a hit during manufacturing process. Areas where pieces are transported in manufacturing area are protected to avoid damage on the product. Adjustment was carried out in the vision system . Based on the quality team's investigation, we are not able to identify a root cause for needle incident related to our manufacturing process at this time. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures.

Event description:
No additional information.